Manufacturer narrative:
We received your event description for the above mentioned devices. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned data were inspected confirming the clinical observation. In particular, the available data documented ventricular lead impedances out of range, noise in the iegms and capture loss. Based on these observations, the integrity of the rv lead cannot be assured. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The clinical observation was confirmed upon inspection of the returned data. Based on the information available for analysis, the integrity of the lead cannot be assured. However, there was no indication of a pacemaker malfunction.

Event description:
Patient complained of dizziness. The rv lead was changed from bipolar to unipolar setting in a regular follow-up. Lead impedance was greater than 2500 ohms however threshold did not increase. Sensitivity in unipolar was 6.4 mv. A ram dump was performed. Physician reprogrammed vs to 7.0mv to avoid oversensing. Physician believes this is a pacemaker malfunction because the thresholds did not increase. The device remains implanted.